Event description:
The nurse found that the device was missing the very small ball-like part on the tip during cleaning prior to the surgery. It is unknown when this part was disassembled, whether it was during cleaning or during a previous surgery. There is concern that if the part was disassembled during a previous surgery, that the part entered the patient's wound and was left in the patient. It is unknown when it was disassembled, therefore, the surgeon is considering confirming through x-ray that the part is not in any patient.

Manufacturer narrative:
Add'l info has been requested to help evaluate this event and if received will be provided on a supplemental.